Event description:
An initial immulite 2500 troponin pt sample result was negative but upon repeat the troponin result was positive (2x). The same sample was tested twice on a different immulite 2500 system and both troponin results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens field svc engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result was due to sample handling. The fse recommended that sample handling procedures be reviewed at the customer site. No further eval of the device is required. The instrument is performing within specs.